Event description:
It was reported the device exhibited an unknown error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence found in the device¿s event history log. A functional test was performed. Upon review, the reported problem was unable to be duplicated; however, error code lec1310 was found during self-check. The root caused was unable to be established, but it is possible there was user error. The service history review identified no indication that the complaint was related to a service of the device within the review period.